Event description:
It was reported to philips that the system's frontal imaging was not available on the flexvision monitor. The patient was moved to another system to complete the procedure. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.